Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received that the initial result was actually 143.9 ng/l not 140 ng/l. The erroneous result was not reported outside the laboratory. No patient was adversely affected. The date of the event was actually (B)(6) 2014. The repeat results were generated on (B)(6) 2014. A specific root cause could not be identified. A preanalytic issue was suspected as the analyzer alarm messages indicated some pipetting issues that may have been maybe caused by improper preanalytic's. An instrument issue was not suspected as the analyzer performance data was acceptable.

Event description:
The customer stated there were only 13 tests left in the reagent cassette for n-terminal pro b-type natriuretic peptide (probnp), so they loaded a new reagent cassette and did not calibrate it. Afterwards, a patient comparison of five patient samples was done and the results for one sample were discrepant. The results were 140 ng/l, 551 ng/l, and 532 ng/l. Information concerning if any erroneous result was reported outside the laboratory and if any patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided.